Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient passed away on (B)(6) 2020 due to unknown causes. No device malfunction related the patient's passing has been reported or identified, but cannot yet be ruled out according to the physician. The device remained implanted and is not returning for analysis. Additional information has been requested, but not received.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Abbott technical support received and reviewed session records and confirmed no anomalies indicating a device malfunction occurred prior to patient death.